Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex, dianeal pd2 ultrabag for capd (continuous ambulatory peritoneal dialysis) and extraneal viaflex for apd and capd. In 2010, the patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment rendered for the event was not reported. In 2010, pd therapy was discontinued and the patient placed on hemodialysis. The outcome for the bacterial peritonitis was not reported. The nurse believed the event was unrelated to pd therapy.